Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen with an unpsecified number of samples resulting in recollection. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 3 it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen with an unspecified number of samples resulting in recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photographs for investigation. Therefore, a total of 300 retained samples, 100 from each lot number, were visually inspected, and no additive abnormalities were found. Complaints for sample quality were not under statistical control for the month of april 2025, additional testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (hemolysis) via clinical investigation because the defect was not evident in the testing of the complaint samples of lots 4205663. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4205663, for the indicated failure mode: hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.